Event description:
Complainant alleges that the scissor blade tip detached from the handle and fell into the pt during a laparoscopic cholecystectomy procedure. The surgeon made an incision and retrieved the scissor blade tip. There was no injury to the pt.